Manufacturer narrative:
The follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1, 2, 3: 1738. Evaluation summary: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
While a pt was on iabp during an operation, blood was noted in the tubing. The iab was removed and a second was inserted. (Multiple event to complaint number 96-00346). (Event complications: none from the event - reported 11/14/96.) (Pt's current status: unk - rpt'd 11/14/96.)